Event description:
It was reported that when the device, with reload cartridge, was used during a laparoscopic assisted vaginal hysterectomy procedure. It would not close. It is unknown how the case was completed. There were no known consequence to the patient.